Event description:
Emt's responded to a person described as in full cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the device powered on. According to the rptr, the device alarmed "connect electrodes" and would not allow the pt's rhythm to be analyzed. The rptr stated the pads were changed, but the device continued to alarm. A backup device was called for and used but the pt was not resuscitated.